Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 206 mg/dl. Customer stated that the battery was low and it kept alarming before she received a button error alarm. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing. However, the insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corner and a cracked reservoir tube lip.